Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned bmw universal ii guide wire found blood on the polymer coating and on the coils and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. The tip coils were stretched distal from the center solder. There were stretched intermediate coils distal from the proximal solder. These noted stretched tip coils and intermediate coils were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as there was no damage reported during inspection prior to use. Analysis also noted a piece of polymer coating was torn, 3 cm proximal to the proximal solder which could have been the reported peeled polymer coating. The torn polymer coating was located on the intermediate coils, 1.1 cm distal to the proximal solder. There was a longitudinal tear throughout the entire length of the polymer coating. The polymer coating was torn and not peeled as reported. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with the guiding catheter, interaction with a torque device, and/or interaction with patient anatomy. In this case, the vessel was described as moderately tortuous which could have contributed to the noted torn polymer coating. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire coating and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the device lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents. A conclusive cause could not be determined for the reported peeling of the polymer coating as the analysis noted torn polymer coating and not peeling as reported. Based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the mid right circumflex with moderate tortuosity and mild calcification. After crossing the balance middleweight (bmw) universal ii through a stenosis, (having passed without resistance) the guide wire was retracted from the anatomy (also without resistance) to re-shape the tip in a different curvature. After removal, it was noted that the distal part of the guide wire was damaged, as the polymer was noted to be peeled off the wire. None of the pieces of polymer were observed to be missing from the guide wire and nothing remained in the patient anatomy. Another bmw universal ii guide wire was used successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: medtronic ebu 3.5. Rhv: smith medical. Sheath: smith medical. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.